Manufacturer narrative:
Zimmerbiomet complaint cmp # (B)(4). Title of person is unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received.

Event description:
It was reported that the implant was unable to place in osteotomy. A new implant will be placed in 3 months. Tooth location 26.